Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information has been requested.

Event description:
It was reported to philips that the device charged but no shock delivered. It was unknown at the time of the reporting if the patient was harmed or experienced an adverse patient impact. There was no initial report of immediate clinical action taken to prevent serious injury or death. Additional information has been requested.

Manufacturer narrative:
It was reported to philips that the device charged but no shock was delivered while in use on a patient. There was no patient harm resulting from the reported failure. The customer had a second device available to use as necessary. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The device was tested and the philips fse was unable to reproduce the customer's reported problem. The fse verified that the customer did not see a "no shock delivered" message displayed on the lcd screen at the time of the reported incident. It was noted however that the customer stated that the message was recorded on the printed summary sheet. The summary sheet has not been provided for review. The cause of the reported symptom could not be confirmed. The device was found to be fully functional with no replacement parts required. Note that the heartstart xl instructions for use (IFU) states the following: the low-energy smart biphasic waveform is an impedance-compensating waveform that is designed to be effective across a wide range of patients. However, if you receive a "no shock delivered" message, check that the patient¿s skin has been washed and dried and that any chest hair has been clipped. If the message persists, change the pads and/or the pads cable.(IFU, edition 7, page 3-7). The "no shock delivered" message is a momentary message on the display; however it is printed on the associated ECG strip. The users may not have noticed the momentary on-screen message. The troubleshooting section of the heartstart xl IFU provides information on the "no shock delivered" message. The possible cause is listed as "poor skin contact; pads are not properly connected to the patient. Minimal patient movement is possible in this situation as the defibrillator attempts to deliver a shock. The shock counter will remain at zero." The suggested corrective action is stated as "check pads connection." The philips fse conducted a full evaluation and the device passed with no replacement parts required. The customer's reported problem was unable to be reproduced. The device successfully passed all required testing and was returned to service. The cause of the reported symptom could not be determined as the symptom could not be reproduced. This may represent a patient impedance outside the range for the delivery of therapy which would not be a malfunction. However, this could not be definitively confirmed. The available information from this report does not support that this event represents a systemic, design, or labeling problem.